Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d1, d3, d4 (product catalog no., UDI no, corporate lot no.), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh. Per op notes, ¿the defect was noted. A composix e/x mesh was placed above the top of hernia and stapled.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia; umbilical hernia thereby underwent open repair with the implant of synthetic mesh. Per op notes, ¿in the midline of the epigastrium, a recurrent ventral hernia was noted. The old scar was excised. The old mesh had separated from the fascia on the right side and seemed moved to the left. Some sutures were removed. An umbilical hernia was noted. There was a substantial bridge of intact fascia between the recurrent ventral hernia and umbilical hernia. A piece of synthetic mesh was placed as an onlay graft covering both the defects using sutures.¿